Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc instructed the customer to adjust the pressure foot and align the pump. The customer ran quality controls (qc) and performed a condition and diluent check . Qc was then in range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. A siemens field service engineer (fse) was dispatched to the customer site. The fse found a leak and spill on top of the rotary valve, cleaned seales on mono and rotary valve, styletted and lubricated all connections, replaced tubing, styletted and aligned probe. Instrument fully functional on fse departure. The cause of the discordant, falsely elevated sodium result is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium result was obtained on one patient sample on a dimension rxl with hm instrument. The patient sample was rerun in duplicate on the same instrument and both resulted lower. No results were released to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.